Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: capsular contracture requiring unilateral capsulectomy, breast pain, and increased risk of alcl. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.. Reason for reoperation: capsular contracture baker grade unknown, unilateral capsulectomy, breast pain, and increased risk of alcl.